Event description:
During a permanent implant surgery, the patient became uncomfortable and asked the physician to stop the procedure. The procedure was aborted and the leads were explanted. The patient is reportedly doing well.